Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pilot valve of the eleven tubes deflated in a short period. It was reported that the tube lost pressure after 2 to 3 days on average and was tested with cufometer with pressure not stable. After taking out of the patient, the tube was tested and there was no leakage in the cuff. Reintubation was required to prevent a permanent impairment of a function.